Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
A distributor contacted stryker to report that a customer¿s device stopped working during use. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate the reported issue. Heartsine downloaded the device's memory log and there were no observed useability issues during this event, as per usability review. On receipt, it was identified that the returned pedi-pak fuse had blown. Given the ¿child patient¿, prompts occurring on the date of the event, the investigation can only suggest that the fuse had blown due to an external connection issue (e.g. An accidental shorting of the battery terminals during user handling) after this manual power cycle. The device was scrapped by heartsine.

Event description:
A distributor contacted stryker to report that a customer¿s device stopped working during use. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.